Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and undefined rv coil defibrillation impedance. The lead was capped and replaced. The replacement implantable cardioverter defibrillator (ICD) showed high and undefined rv defibrillation impedance when hooked up to the replacement rv lead. The replacement rv lead had normal impedance through the old device. The replacement device was not used and a new device was implanted. No patient complications have been reported as a result of this event.